Manufacturer narrative:
(B)(4). Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. 0001822565 - 2016 - 01904 - 2; 0001825034 - 2018 - 03027.

Event description:
It was reported that a cement hip spacer dislocated and was removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Information provided doesn't change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a cement hip spacer dislocated and was removed. The patient was transferred to a long term care facility after all components removed for an extended period of time resulting in patient needing transferred to long-term care until permanent hip components placed. During which time she was aspirated and shown positive for 3 organisms. Patient then provided all clear and new components implanted. Attempts have been made and no further information has been provided.